Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with low pacing impedance and high capture threshold from their right ventricular lead. The patient then received an alert for low pacing impedance remotely via merlin.net on (B)(6) 2020. An x-ray revealed that there was conductor externalization on the lead. A replacement procedure was discussed with the healthcare provider. Patient had no consequences as a result of the event.